Event description:
It was reported to boston scientific corporation that an escape retrieval basket was used in a procedure on (B)(6) 2011. The patient was a male over 18 years of age (patient identifier, age, date of birth and weight are unknown). According to the complainant, the patient was being treated for a stone in the right lower pole of the ureter. The stone was captured with the escape basket, however, the basket could not advance back into the renal pelvis nor could the stone be released. The physician found that the stone was partially protruding from the side of the stone basket. Laser lithotripsy treated the stone into multiple fragments and the basket was removed fully intact. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned escape retrieval basket revealed only the handle portion of the device was received for analysis; the working length and basket were detached approximately 3mm from the distal tip of the black heat shrink there was a torque mark present on the handle cap to indicate the application of the torquing process. The handle cannula was visible and resistance was felt when actuating. The handle cap was removed; the cap was tight. The handle cannula extended approximately 1mm from the proximal end of the pinch vise, which meets specification. The wire sub-assembly fragment was removed, and moved freely, from the distal end through the outer sheath. The wire sub-assembly appeared to be cut approximately 1.5cm from the distal end of the handle cannula. The resistance felt during handle actuation was likely caused by the distal end of the cut wire sub-assembly digging into the inner diameter of the sheath. A device history record review could not be performed as the lot number was not provided. The most probable root cause for this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(4).device available for evaluation: received, not yet evaluated.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an escape retrieval basket was used in a procedure on (B)(6) 2011. The patient was a male over 18 years of age (patient identifier, age, date of birth and weight are unknown). According to the complainant, the patient was being treated for a stone in the right lower pole of the ureter. The stone was captured with the escape basket, however, the basket could not advance back into the renal pelvis nor could the stone be released. The physician found that the stone was partially protruding from the side of the stone basket. Laser lithotripsy treated the stone into multiple fragments and the basket was removed fully intact. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported to boston scientific corporation that an escape retrieval basket was used in a procedure on (B)(6) 2011. The patient was a male over 18 years of age (patient identifier, age, date of birth and weight are unknown). According to the complainant, the patient was being treated for a stone in the right lower pole of the ureter. The stone was captured with the escape basket, however, the basket could not advance back into the renal pelvis nor could the stone be released. The physician found that the stone was partially protruding from the side of the stone basket. Laser lithotripsy treated the stone into multiple fragments and the basket was removed fully intact. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.